Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05707 and 3005099803-2009-05709 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a polypectomy with bleeding performed on (B)(6), 2009 (pt age over 18 years). According to the complainant, during the procedure, the physician tested the resolution clip devices outside of the patient. The physician was unable to advance three clips out of their sheaths. This did not cause a significant delay in the procedure. The case was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.